Event description:
It was reported that the right atrial (ra) lead had dislodged. It was noted there was no atrial capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.